Manufacturer narrative:
Product complaint #(B)(4). Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Investigation summary: the remission of the patient of the group 403244 is used and the expense of this remission is made. During surgery, the 1.0 drill bit is parted from the equipment, leaving a part in the patient's cortex. It is marked with red tape and the case report and photographic evidence is made. The photo was returned to depuy synthese for evaluation. The depuy synthese team conducted a visual inspection of the returned device from attachment (colsubsidio roma - 404167 pcte josé leonardo peña bernal dr lamus (1).pdf). Visual analysis of the photo revealed that the drill bit ø1 l61/31 f/core hole had the fluted tip broken. The device is partially visible as it is mixed up in a tray with other devices, the tip appears to be below a drill sleeve, however, as the tip should be larger enough to see the tip at the other side of the sleeve, it can be confirmed that a fragment is missing. Embedded device condition cannot be confirmed as x-ray images were not provided. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for the drill bit ø1 l61/31 f/core hole. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot part:03.130.102 lot:f-34681 manufacturing site: werk selzach supplier:sphinx werkzeuge ag release to warehouse date: 13 apr 2022 expiration date: na a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from depuy synthese reports an event in columbia as follows: it was reported that the remission of the patient of the group 403244 is used and during surgery, the 1.0 drill bit was parted from the equipment, leaving a part in the patient's cortex. It was marked with red tape and the case report and photographic evidence is made. This report is for one (1) drill bit ø1 l61/31 f/core hole this is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D9, h3, h6: a product investigation was completed: visual analysis of the returned device found that the drill bit was broken from the tip, the broken fragment was not returned for evaluation. No other issues were observed. Without an x-ray we cannot confirm that a fragment has remained inside the patient. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. A dimensional inspection was unable to be performed due to post manufacturing damage. The overall complaint was confirmed as the observed condition of the drill bit would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.